Event description:
Updated event description: it was reported that on (B)(6) 2019 during removal of trochanteric fixation nail advance (tfna) the tip of cannulated stepped drill bit broke off in the femur when it came in contact with the nail. The drill bit fragment was removed. A grasper was used to remove the broken device/fragments. There was a twenty (20) minutes surgical delay. Procedure was successfully completed. Patient outcome was unknown. This report captures the intra-op event of drill bit breakage and related complaint (b)(4 captures the post-op event of removal of the tfna blade.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. G4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during removal of trochanteric fixation nail advance (tfna) the tip of cannulated stepped drill bit broke off in the femur. There was a twenty (20) minutes surgical delay. Procedure outcome and patient status are unknown. This complaint involves one (1) device. This (B)(4) captures the intra-op event when the drill bit broke off and (B)(4) captures the post-op event removal of the tfna. This report is 1 of 1 for (B)(4).